Event description:
It was reported by the customer that during routine check, the cardiosave hybrid intra-aortic balloon pump (iabp) malfunctioned. Helium leakage was detected after helium tank replacement. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11 a getinge field service engineer (fse) inspected the unit and performed troubleshooting, which identified the need to replace the high-pressure helium regulator and new helium bottle. Following the repair, the unit was tested in accordance with the cardiosave repair protocol. The unit passed all performance and safety tests per factory specifications. The unit was subsequently returned to the customer and approved for clinical use.